Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded by the hospital. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, quattro link knotless 4.5mm sp anchor broke during insertion. It was also reported that the pieces of the broken anchor were removed, but it is not clear if all pieces were able to be removed. No other patient harm or significant surgical delay was reported.